Event description:
It was reported that patient experienced skin erosion at the ipg site. During the procedure, it was noted that both extensions were potentially damaged during the pocket opening using the plasma blade. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.